Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was over 600 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the customer discovered a bent infusion set cannula. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.